Event description:
During the device evaluation, the generator exhibited no display due to faulty circuit boards. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no display due to faulty circuit boards. In addition to the reportable malfunction, there were scratches at the housing chassis and a noisy video board during the power on test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it has been serviced before/serviced multiple times. A review of the previous service was performed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty circuit boards could not be identified. Olympus will continue to monitor field performance for this device.